Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. The aortic neck was severely angulated and long measuring 3 cm. It was reported that during review of the films there was a proximal type 1 endoleak seen that was not filling the sac. No intervention has been done. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: endoleak, severely angulated neck. Conclusion: severely angulated neck.